Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting from the set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line). The home patient (hp) was connected at the time of the alarm. This occurred during drain 2 of 5 of peritoneal dialysis (pd) therapy. The hp indicated that they disconnected from the set prior to the alarm. The hp stated that they then reconnected while the hc was alarming. The technical service representative (tsr) had the hp disconnect, cycle the power on the hc device, and remove the cassette. The hp was to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.